Manufacturer narrative:
Additional information: based on the received information from the field, the recipient has performance issues with the vorp503. The repored symptoms are likely caused by coupling issues of the floating mass transducer (fmt) to the middle ear structure. A re-positioning surgery is planned but no date has been scheduled yet.

Event description:
The user reported having poor hearing with the device. The user understands a conversation only if the opposite ear also listens; if the opposite ear is deafened, no hearing is discernible. Repositioning surgery is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having poor hearing with the device. The user understands a conversation only if the opposite ear also listens; if the opposite ear is deafened, no hearing is discernible. Re-positioning is planned.